Event description:
An optometrist reported that a pt presented with stage 1 diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The previously prescribed steroid eye drops were increased. The pt will be seen in follow up at a later date. Additional info provided states that the pt was seen in follow up and the symptoms have resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).